Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: a total of three ((B)(4)) cases are associated with this complaint. A separate FDA form 3500a has been completed for that case.

Event description:
Complaint received from a distributor reporting that "the tube break off from the mask. This occurs the oxygen de-saturation for the patient." The issue was noted at the fixation between the mask and the tube. Photos were received depicting the reported product complaint.